Manufacturer narrative:
Failure analysis noted that the pump alarmed compromised force sensor system during basic occlusion test and unable to prime during the prime/ compromised force sensor system alarm test due to moisture damage inside the force sensor resistor. There was no compromised force sensor system alarm noted. The pump had a cracked display window corner. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump alarmed compromised force sensor system. The customer's blood glucose was 340 mg/dl at the time of incident. The customer stated that they were trying to prime when they received the alarm. The customer had not treated yet. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.